Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 104350), is related to case with patient identifier (B)(6) (unknown test strip lot number).

Event description:
It was reported the patient received the following results within 15 minutes: 26 mg/dl (test strip lot number 104350) and 103 mg/dl (unknown test strip lot number).